Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user could not attach the connect adapter securely because they were connecting the cartridge and tubing outside of the chamber and performing the change steps out of order while using a 23-inch teflon inset infusion set; the user also reported a recent factory reset and a dislodged cgm sensor. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated insulin delivery and guidance to disconnect, perform manual blood glucose checks, and use multiple daily injections until proper supplies were available. Investigation included phone-based troubleshooting and user education on correct setup and sequence for cartridge, tubing, and adapter attachment. Investigation of this case revealed user technique error as the likely cause of the attachment difficulty, with no product malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user handling and procedural error.